Manufacturer narrative:
Additional information received per the patient profile form (ppf) states that approximately three months after the index procedure, the patient became aware that the filter had migrated and he learned about the occlusion. The patient had a venograph that showed migration of the filter and thrombosis. It states that due to these complications, the patient suffered from the previously reported events (blood clot, clotting and/ or occlusion of the inferior vena (ivc) recurrent pulmonary embolis (pe), recurrent deep vein thrombois (dvt) and post thrombotic syndrome). Approximately six months and three weeks after the index procedure, the filter was surgically removed from the patient via an open chest procedure. During explanation, there was a large amount of old clot and fibrotic material near the filter site. The patient tolerated the explanation procedure well. He was put back on full anticoagulation therapy. The patient also experienced emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to migration, blood clot, clotting and/ or occlusion of the inferior vena (ivc) recurrent pulmonary embolism (pe), recurrent deep vein thrombosis (dvt) and post thrombotic syndrome. Per the patient profile form (ppf), approximately three months after the index procedure, the patient became aware that the filter had migrated and become occluded. The patient had venography that showed migration of the filter and thrombosis. Approximately six months and three weeks after the index procedure, the filter was surgically removed from the patient via an open chest procedure. During explanation, there was a large amount of old clot and fibrotic material near the filter site. The patient tolerated the explanation procedure well. He was put back on full anticoagulation therapy. The patient also experienced emotional distress, mental anguish, anxiety and stress. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, pulmonary embolus, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section e3: occupation: other, litigation paralegal

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to migration, blood clot, clotting and/ or occlusion of the inferior vena (ivc), recurrent pulmonary embolis (pe), recurrent deep vein thrombois (dvt) and post thrombotic syndrome. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter, and also the reported filter migration could not be confirmed and the exact cause could not be determined. Blood clots and dvt¿s do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Post thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to migration, blood clot, clotting and/ or occlusion of the inferior vena (ivc) recurrent pulmonary embolis (pe), recurrent deep vein thrombois (dvt) and post thrombotic syndrome. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.